Event description:
During outreach call, it was reported that customer had problems with cal errors. Customer was assisted with this issue. Customer also reported to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 50 and blood glucose was 200 mg/dl. After troubleshooting, customer was advised that sensor would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.